Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that the knob (syringe barrel) at the top of the syringe pump was loose. The fse tightened the syringe barrel and ran controls ten times with passing results. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca is failing bilirubin and cb failing urobilinogen on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.